Event description:
The customer stated, they received the ausab quantitation panel letter from abbott and inquired how to interpret ausab quantitation results. It is unknown if there is impact to patient management reported by the customer.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.